Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during shunt angioplasty the fox sv balloon ruptured at 14 atmospheres during the first inflation. The balloon was completely removed without difficulty and dilatation was performed using an unspecified balloon. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a conclusive root cause could not be determined. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.